Event description:
The pt was given an MRI while wearing her insulin infusion pump. The pump gave a system alarm after exposure, but was able to be reset. The pump gave system alarms throughout the following day. The pt did not change her pump and was admitted to the hosp with high blood glucose.